Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -device explant due to ongoing gerd occurred without issue on (B)(6) 2017. A fundoplication was performed at the time of explant. -device was found in the correct position/geometry.